Event description:
Customer reported when inserting an un-dosed strip into the device, it generated a result of lo. Customer stated this was the first time using the device. No treatment was received. A request was made for return product and replacement product was sent.